Manufacturer narrative:
A product investigation is in progress.

Event description:
Leaving cotton inside- vagina [foreign body in reproductive tract]. Strings pulled off tampons [device breakage]. Case description: consumer reported via e-mail that strings pulled off tampons leaving tampon inside. No serious injury reported.

Event description:
Leaving cotton inside- vagina [foreign body in reproductive tract]. Strings pulled off tampons [device breakage]. Case narrative: consumer reported via e-mail that strings pulled off tampons leaving tampon inside. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.